Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7033058, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through an imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.